Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The unintended use error caused or contributed to event investigation conclusion code was selected based on the field report of suspected sterility issues. The lab is unable to determine the state of sterility in the field. No obvious sources of contamination were seen on the lead.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to sterility issues after being switched from left to right side anatomy. This lead was never in use. A new lead was successfully placed of the same model. No adverse patient effects were reported.